Event description:
The customer reported that the device displayed error 11: flash memory. No device was received for evaluation. The device history record review was performed. No events linked with the reported issue were detected.

Event description:
The customer reported that the device displayed error 11: flash memory.